Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the control printed circuit board (pcb) and air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The control pcb controls processor for inspiratory and expiratory valves, i.e. Generates the control signals to the gas modules and the expiratory valve coil. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced parts were not returned for investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) d1 - brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 - version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).